Event description:
It was reported that catheter removal difficulties were encountered. Vascular access was obtained via the femoral artery. The 90% stenosed, 30x2.75mm, eccentric, de novo target lesion was located in the moderately calcified distal left circumflex (lcx) artery. Following pre-dilatation of the target lesion, a 2.75x38mm promus element ¿ long drug eluting stent was advanced but met significant resistance. When the physician attempted to withdraw the device, the stent was caught inside the artery. The physician decided to deploy the stent where it got caught and deployed another promus element stent distal to the 2.75x38mm promus element stent and the procedure was completed. No serious injury was reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).